Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported to a philips field clinical applications specialist that a (B)(6) had a hyperdense area that caused the physician to suggest an MRI. The pt had the MRI and it was normal. After the MRI was completed, the doctor determined that the hyperdense area on the CT was an artifact. There was no report of death or serious injury.